Event description:
The event involved an unspecified blood transfusion set. It was reported by the nursing staff that when they connected the IV bag, the fluid did not flow into the chamber, so the set was thoroughly checked, and the chamber was found to be cracked. It is unknown if there was patient involvement and there was no harm reported.

Manufacturer narrative:
D4 - primary UDI number - unable to be provided as all product information is unknown.